Event description:
The complainant indicated that had been receiving lower than expected results with the glucofilm reagent. The complainant said that on one occasion while working in the yard on a very warm day and the complainant began sweating, felt very weak, and was short of breath. The complainant ran the complainant's blood glucose and received results of 28 and 27 mg/dl. While the complainant didn't feel well the complainant knew that the blood sugar wasn't that low. However, the complainant ate a peanut butter sandwhich and 2 glasses of a soft drink. The complainant re-tested and received a result of 83 mg/dl. Still not believing these results the complainant went to an emergency room were approximately 3.5 hours after the 83 mg/dl result was obtained a 318 mg/dl was reported (method unknown). While on the phone a check paddle and normal control testing was performed and were satisfactory. In addition, the customer re-ran a blood testing using an unopened bottle of reagent. The old reagent gave results in the 50-60 mg/dl range while the "fresher" bottle gave results in the low 190's mg/dl range. A request was made to return the reagent for eval.